Event description:
Patient reported a right side rupture, dimples, hardness, and misshapen. Healthcare professional later reported severely ruptured, ¿when incised capsule" liquid came out, tense infusion, pocket very inflamed, and capsular contracture, baker grade unknown. The report of " bloody cystic fluid" is deemed not device related. The device has been explanted.

Manufacturer narrative:
Continued h6: f2203 imaging. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.